Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of system error 105 through observation of the alarm at startup, but did not reproduce it. Evaluation determined the cause to be a failed motor flex. The failed motor assembly was replaced.